Event description:
B-braun epidural catheter fragmentation. Epidural placed without issue. Upon removal, without meeting any resistance, noted that last 1-1.5cm of catheter was missing and presumed remaining in patient. FDA safety report ID # (B)(4).